Event description:
This is a report of a patient death by a consumer with supplemental information provided by peritoneal dialysis nurses (pdn). On (B)(6) 2011 a customer contacted baxter's technical service center to report a patient death. Per the initial report, the caregiver (cg) reported the home patient (hp) passed away. A follow up call was made to the patient's caregiver on (B)(6) 2011 by baxter global pharmacovigilance. The cg reported that on an unreported date (years ago) the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex (lot number and dosage were unknown), nightly intraperitoneally (ip). On (B)(6) 2011, the patient expired at home. The patient was on hospice care at the time of death. The patient remained on pd therapy up until the time of death however it was not reported what dialysis solution the patient continued to use up until the time of death. Cause of death was unknown. On (B)(6) 2011, the following additional information was received from the pd nurse. She was unable to provide a causality assessment stating the patient was under hospice care at the time of death therefore she could not comment on the event of death. On (B)(6) 2011, baxter product surveillance spoke to a different pdn and she added that the patient went into hospice care under his own choosing. The hospice care does not provide information to them about patients and their care. The pdn confirmed that information on the patient's cause of death and causality information was not available.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab (pal) for evaluation. The device passed the homechoice rite electrical test and the homechoice rite functional test and was found to meet performance specification requirements per rite testing. A review of the previous service events for serial number (B)(4) shows that the device was not returned for any issues related to patient death however, the accomp board was replaced. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the home patient passing away. The device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of patient death. The assignable cause is undetermined.